Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. It was noted that the cartridges were expired. The customer reverted to manual injections for insulin therapy.